Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken molded insulator. A piece approximately .096" x .341" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, a piece of the plastic part of the maryland bipolar forceps instrument came apart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and the customer did not find anything wrong with the instrument. The instrument was used during the surgery. The plastic part of the instrument completely broke off and it was noted to be at the distal end of the instrument. There was no report of injury to the patient. No fragments fell from the device and into the patient while in use. The customer was able to retrieve the broken piece, but it was thrown out.